Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 434 mg/dl. The customer¿s other blood glucose were 200 mg/dl, 425 mg/dl, and 389 mg/dl. The customer was trying to do a bolus. The insulin pump had an insulin pump error alarm. The insulin delivery was stopped and restart was needed. The alarm was cleared, but power loss alarm came up and they tried to clear it again. The customer was assisted with troubleshooting. The customer decided to go with the new infusion set change. The insulin pump will not be returned for analysis.